Event description:
It was reported that 2 pieces of foley catheter were defective, there was no urine out flow. Patient was exposed to urine. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone: (B)(6), initial reporter fax: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 2 pieces of foley catheter were defective, there was no urine out flow. Patient was exposed to urine. It was unknown what medical intervention was provided. Per follow up information received via ibc on 18jul2025, stated that patient involved. No serious injuries occurred to the patient. Patient was recovering from cs procedure. Nurses just change fbc for 3 times.

Manufacturer narrative:
The reported event was inconclusive because poor sample condition. No abnormalities and visual defect was observed on the sample. However, the reported event could not be confirmed due to poor sample condition. Further functional testing could not be performed if only based on the attached photos. Therefore, the reported event is inconclusive due to poor sample condition. A potential root cause for this failure mode could be due to insufficient of air blow pressure or incorrect air blow direction which causes drainage eye occlusion/blocked drainage lumen. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: warning: do not use ointments or lubricants having a petroleum, they will damage latex and may cause balloon to burst. Do not aspirate urine through the drainage funnel wall. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml/cc od sterile water. Do not use needle or for prefilled product, remove clip and squeeze reservoir to inflate with stated ml/cc of sterile water. Recommend inflation capacities: 5ml/cc balloon: use 10ml/cc sterile water 30ml/cc balloon: use 35ml/cc sterile water. Do not exceed recommended capacities. For urological use only. To deflate catheter balloon, gently insert luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with wa-ter. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professionals for assistance as directed by hospital protocol. Should balloon rupture occurred care should be taken to assure that all balloon fragments have been removed from the patient. Correction: d this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 2 pieces of foley catheter were defective, there was no urine out flow. Patient was exposed to urine. It was unknown what medical intervention was provided. Per follow up information received via ibc on 18jul2025, stated that patient involved. No serious injuries occurred to the patient. Patient was recovering from cs procedure. Nurses just change fbc for 3 times.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction- d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.